Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes to collect blood, there was inadequate tube vacuum. This event occurred three times. There was no report of impact to patient or user. The following information was provided by the initial reporter: customer reports that tubes are not puling enough blood to fill the tube for cat 367841 lot 3136149. Customer confirmed tubes were filled less than half the tube. The issue occurred 3 times with separate vacutainers. The patient needed to be recollected.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 retention samples by functional testing. The issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes to collect blood, there was inadequate tube vacuum. This event occurred three times. There was no report of impact to patient or user. The following information was provided by the initial reporter: customer reports that tubes are not puling enough blood to fill the tube for cat 367841 lot 3136149. Customer confirmed tubes were filled less than half the tube. The issue occurred 3 times with separate vacutainers. The patient needed to be recollected.